Event description:
It was reported, during impaction of a gamma nail, the knob for the targeting sleeve was cracked and was broken. We had to finish the case without a replacement device.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.